Manufacturer narrative:
The probable root cause could be attributed to a faulty endoscope. Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was found to have attached endoscope adapter (aea) delrin bearing degradation. The root cause is not determinable/applicable. The endoscope was visually inspected and found with severe cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. The root cause is typically attributed to improper handling of the cable during use or in reprocessing. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause is not determinable/applicable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The customer was advised to disconnect and reconnect the endoscope from the instrument carriage. The field service engineer told the client to install the endoscope on a different arm (install scope at arm 1,3 or 4) but not on the usual arm 2.

Event description:
It was reported that during a da vinci-assisted surgical procedure that when the surgeon commanded the camera to move to the right, it moved to the left, and vice versa. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: there were no external collisions. The problem occurred several times during the procedure, and has occurred with various endoscopes. A prt was being performed when the issue occurred. The issue was temporarily resolved by reseating the camera, but would eventually return.